Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to wear and tear and insufficient cleaning. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there were foreign material stains at the distal end. This is attributed to insufficient cleaning. There was also dirt inside the light guide (lg) lens. Adhesive of lg lens has wear. Other observations for the device: switch sw) sw1 has a cut; distal end cover (c-cover) has a chip; connecting tube has a cut; lg lens has discoloration; and corrosion around l-arm. Initial leakage and electrical safety tests were performed with no faults observed. Device needs repair to restore to original equipment manufacturer specifications. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for annual inspection with no reported malfunction. There is no patient involvement. Upon evaluation of the returned device, it was observed that there were foreign material stains at the distal end. This is attributed to insufficient cleaning. There was also dirt inside the light guide (lg) lens. Adhesive of lg lens has wear. This medwatch is being submitted for the reportable issues of foreign material stains at the distal end and dirt found inside the lg lens during device evaluation.